Manufacturer narrative:
Block h6: imdrf device code a04 captures the reportable event of stent cover damaged/defective.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted during a stent placement performed on an unknown date. After the placement of the axios stent, an endoscopic check of the stent's position was performed, and it was observed that the stent was not completely covered. There were no patient complications reported as a result of this event.